Event description:
Covidien received information stating that an 840 ventilator had an intermittent blank screen. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended performing extended self test (est), short self test (sst), and calibration then run ventilator on test lung for 48 hours. Covidien was not authorized to service device.

Manufacturer narrative:
(B)(4).